Event description:
It was reported that: while ventilating a patient, the user was intending to relocate the ventilator from one side of the bed to the other. The user disconnected ac power and the device switched over to battery backup and functioned normally. The user then set f102 to 100%, opened the cylinder, removed pipeline, and then removed air. When the air was removed, the ventilator stopped ventilation and posted two fault indications on the display and then the ventilator started resetting. The patient was manually ventilated with an ambu bag, then switched to another ventilator. It was reported that there was no patient injury.